Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Visual inspection noted that one device was per-fried, two were partially fired, and three were fully fired. For the fully fired devices, one had fully flushed staple pushers but no clamping mechanism deformation, one had fully flushed staple pushers with a deformed clamping mechanism. Microscopic evaluation noted that these two reloads had damage to the cutting edge of the knife blade. The other fully fired device had partially flushed staple pushers but no other visual abnormalities. On one partially fired device, the sled was at the 5cm mark. No other visual abnormalities were noted for this device. The other partially fired device had partially flushed staple pushers to the 4cm mark, with the sled at the 3cm mark. This device had a deformed clamping mechanism and microscopic evaluation noted damage to the knife blade. For the pre-fired device, there were staples protruding from proximal staple cartridge channel and a visible gap between I-beam and the sled while the interlock was engaged. Functionally, the reloads with damaged knife blades could not be successfully applied to test media; the other reloads were cycled without hesitation or binding and were applied to test media. All remaining staples were placed and test media was cleanly transected for these reloads. Functional testing confirmed the safety interlock feature successfully prevented all the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed clamping mechanism and partially flushed staple pushers may occur if: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to medium and thick tissue during a laparoscopic bariatric procedure, the surgeon was able to press the green button, but the was unable to squeeze the handle, hence, the device did not fire. It was also reported that the cartridges were stuck during the firing process and were tried with new staplers but the problem went on. A new cartridge and a new stapler was opened to complete the case. There was no patient injury.